Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt¿s distribution node (dn) to rear te cable being severed, damaging all wires within the cable. The belt was unable to pass detect and treat testing. The root cause for the severed cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.